Manufacturer narrative:
The investigation into the reported purge leak was completed. The pump was returned with a severed catheter as well as evidence that a purge sidearm bypass had been performed. The purge sidearm was not returned for evaluation. Based on the clinical details, the root cause of the reported purge sidearm leak was most likely a damaged filter. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that the patient experienced an impella 5.5 pump purge leak and that the purge system was "cracked". This had occurred on day 11 of the pump support. A purge system bypass was performed without issues. There were no reports of harm to the patient.